Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were unstable, the control bar was out of position, and the device was out of calibration. The motor, bearings, and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance, the device was found in need of repair as it had a motor issue and a calibration error. During product evaluation, it was found that the motor speeds were unstable. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.